Event description:
Following successful cannulation of the vein, the stylet was removed without resistance. Immediately blood appeared in the white septum where the needle is removed from the catheter. The IV had to be removed and a new one inserted.====================== manufacturer response for closed IV catheter system, bd nexiva======================requested return of product for evaluation. Returned on date of event.